Manufacturer narrative:
Pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime/delivery and no delivery tests. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015 with blood glucose of 550 mg/dl. Customer was hospitalized due to high blood glucose, dehydration, and calcium. Customer was still hospitalized at the time of call. Customer reported to have had surgery a few months prior to hospitalization and blood glucose continued to fluctuate since. Healthcare professional requested that insulin pump be replaced. Customer was wearing insulin pump at the time of hospitalization.